Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported patient effect of death in this incident cannot be determined. The reported patient effects of death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director and the reviewer stated, the patient died subsequently from retroperitoneal bleeding. Death was unrelated to the mitraclip device. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information received reported that the patient the patient was sent to intensive care unit because of hospital policy after a mitraclip procedure. The additional treatment reported was due to place a covered stent to achieve hemostasis, but was unsuccessful and abdominal surgery was performed for hemostasis. The cause of death was reported to be from retroperitoneal bleeding. The clips remained stable. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is conservatively filed to report the death. It was reported that the mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 4. The access site was the right femoral vein. Three clips were implanted, reducing mr to <1. The procedure was completed successfully. Three hours post procedure, the patients left femoral arterial line access site did not stop from bleeding and hemodynamics worsened. The patient required surgery for hemostasis the same day and was sent to the intensive care unit for additional treatment. In the physicians opinion, the bleed was not related to the mitraclip devices or procedure because the access site used for the mitraclip procedure was the right femoral vein and the bleed occurred on the left. There was no mitraclip device used in the left femoral vein. On (B)(6) 2019, the patient died; however, the cause of death is unknown. No additional information was provided.